Event description:
A customer reported receiving a minimum fill notification, which did not adversely impact their blood glucose level. The issue occurred while attempting to load a new insulin cartridge into the pump with insufficient insulin, and they were advised to add more insulin to meet the minimum fill recommendation. After additional instructions, including cleaning the pneumatic tap area and removing the pump from its case, the customer successfully reloaded the cartridge and resumed insulin delivery.